Manufacturer narrative:
Date of event is unknown, used the first date of the aware month.

Event description:
It was reported that patient had his original inflatable penile prosthesis (ipp) implantation surgery in (B)(6) 2020. The physician suspected an infection so on (B)(6) 2021, the original device was explanted, a full mulcahy washout was performed and a new device was implanted. During routine check up, an infection was suspected with the new device, so the patient underwent a surgical procedure to explant his ipp device. Physician reports that during explant surgery, the device looked strange though infection was localized to pump, one cylinder was black. There were no device issues. No additional information is available.